Manufacturer narrative:
(B)(6). The device was manufactured august 9 - 12, 2019. The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. This issue was noted by the patient prior to use while the device was still in a bag. The device had been filled with 12000mg flucloxacillin in 230ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.